Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5153621, model/catalog description: linear st trial lead kit 50 cm. The explanted devices were not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the trial patient developed an infection at the lead site. Symptom of fever was noted. The physician believed that the infection was not device or procedure related and the cause was unknown. The patients leads were removed and was treated with antibiotics in the hospital. The patient was reportedly doing well.